Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had already been evaluated by a physician as of (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's spouse. An appointment was requested. Additional information was received from the manufacturer representative. It was reported that this was a very demanding patient. Both the doctor and the rep examined the patient during an urgent medical consultation on (B)(6) 2026, and the patient didn't have any of the problems that were reported to the manufacturer's technical support team. According to the patient, they simply wanted a follow-up appointment with the doctor before the date that the hospital had given them, (B)(6) 2026, because the patient felt that was too far in the future. The doctor had been clear that these situations should not be repeated as the patient needed clear boundaries set by both the hospital and the manufacturer. Additional information was received by the patient's spouse. They were asking to be contacted by a medtronic representative.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the stimulation has moved to the legs, when in fact the patient needs to feel the paresthesia in the chest area. The patient was in pain. Adjusting the intensity or changing groups has not solved the situation for them. The patient¿s husband has tried to contact the hospital to request a consultation, but they have referred him to a telephone number that they previously provided. However, when you call that number, it turns out to be another patient's contact. It was recommended that he continue to try to contact the hospital to request a check-up, but they have been told that until may 7 there will be no staff available due to the seville fair. The patient¿s husband been asked if it would be possible for the patient to be treated in a hospital in huelva for check-ups, since for health reasons it was difficult for her to travel repeatedly to the reference hospital. However, in this situation they were willing to go to any center in spain where they can receive help to solve the problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.